Event description:
Reportedly, it was not possible to access the device memory for the subject pacemaker, for which there are known issues at (non-sorin) leads level.

Event description:
Reportedly, it was not possible to access the device memory for the subject pacemaker, for which there are known issues at (non-sorin) leads level.